Manufacturer narrative:
The reported events of a temperature issue and a leak could not be confirmed. The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test with no leaks noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue and leak could not be confirmed.

Event description:
During a premature ventricular contraction ablation procedure a handle leak occurred. While ablating a saline leak was observed from the catheter and a high temperature error was displayed on the generator. The catheter was removed and replaced to continue the procedure. There were no adverse patient consequences.